Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial pacing lead malfunctioned during a dual chamber pacemaker implantation procedure. The physician reported difficulty deploying the helix initially. Electrical measurements were within range. When testing the mechanical stability of the lead, it dislodged. Upon repositioning, the lead impedance was measuring to be low, suggesting an internal short. The lead was removed and a new lead was placed successfully. The patient experienced no symptoms.

Manufacturer narrative:
As received, a complete lead was received in two pieces measuring 12.5 cm connector portion and 33.8 cm distal portion. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This report notes the correct code.